Manufacturer narrative:
The returned device was evaluated. External visual inspection showed damage on the top and bottom of the shell. When powered on, multiple led segments failed to illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed the failed led segment had a diode voltage of 1.69v where as I known good segment measures 1.82v. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues related to this reported event.

Event description:
The customer reported the display is missing a segment. No patient impact or consequences were reported.